Event description:
The physician reported that the inner sterile packaging was open/not properly sealed. The subject device was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.